Event description:
Inserted 24 gauge IV in patient's right ac, recieved 6 cc's of blood from site and flushed with 10 cc's of normal saline without resistence. I then hooked the fluids up to the pump and set it over a half hour and went to send the blood. After pressing send on the blood went back into patient's room, patient was crying, assessed IV site and noticed swelling above insertion. IV pump stopped, removed IV. Warm compress applied and expained to family. IV pump did not beep of an occlusion. Pt recieved 19 cc's of saline.